Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 198 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed no delivery followed by a motor error during bolus delivery. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer reported to have received a motor position encoder error. Displacement test was performed and passed. The customer was advised to monitor and call back if issue recurs. Customer reported issue with the infusion set being bent. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.